Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed isolated atrial undersensing. It was recommended to review the programmed atrial sensitivity to ensure sensing and maintenance of atrioventricular (av) synchrony. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device and lead remain in-service. No adverse patient effects were reported.